Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not received by manufacturer.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the driver was found to be stripped and required replacement. This was discovered by the surgeon while setting up for the placement of the reference frame. A different driver from a different tray was used instead. The procedure was then completed successfully after no delay, and the patient was not impacted.